Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Review of service history revealed previous servicing did not cause or contribute to the current difficulty with iipv adult. During evaluation, internal & external visual inspections were performed with no problem detected. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The product analysis lab analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The cause of the alarm was unknown, and it was not reported how the alarm was resolved. The use of continuous ambulatory peritoneal dialysis (capd) was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.